Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Please see section d8, g3, h2, h3, h4, h6 and h10 for updates. The device was returned to olympus for evaluation and the allegation of "air leakage from cable" was not confirmed. The information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence. Since the equipment in question was manufactured more than 15 years ago, the device history review - DHR could not be verified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had an air leakage from the cable. There were no reports of patient harm.

Event description:
It was reported that the camera head had an air leakage from the cable. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.